Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged six days post-implant. It was reported the patient had remained in the hospital after the pacemaker implant procedure for non-device related reasons. The lead was successfully repositioned later that day. No additional adverse patient effects were reported.